Event description:
The customer reported to customer service that the power supply for her pump had exposed wires. Customer also stated there was no fire, smoke, or injuries, but they did observe sparking.

Manufacturer narrative:
Customer was given information on where to purchase a replacement power supply. In follow up with the customer, she stated that she witnessed sparks at the junction of cord and transformer. Customer also stated there was no sign of melting, no breach in the housing, no evidence of burning, and no injuries reported. Customer did state she would be sending the power cord back to medela for testing/analysis. Further follow up attempts to get the product back will be made. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.